Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patient stopped charging their ipg and lost therapy as a result. The ipg was deemed inoperable. In turn, surgical intervention took place wherein the ipg was explanted and replaced to address the issue.